Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, two days from the onset of symptoms, coronary angiography was performed and revealed that there was under expansion of the 3.00x20mm promus element plus study stent located in the ostial of the left main coronary artery.

Event description:
Same case as MDR ID: 2134265-2015-02174 and 2134265-2015-02173. (B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In november 2012, pre-index procedure, coronary angiography was performed and patient's proximal left circumflex (lcx) and first right posterolateral (rpl) was treated with placement of a 2.75 x 24mm promus element stent and cutting balloon angioplasty respectively. Twenty two days later, the patient presented due to stable angina and index procedure was performed. The target lesion was a long de novo lesion located in the proximal left anterior descending artery (lad) extending to mid lad with 100% stenosis and was 38mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.50x38mm and 2.75x20 mm promus element¿ plus stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a long de novo lesion located in the left main coronary artery (lmca) extending to proximal lad with 100% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician also noted subintimal retrograde dissection of a non-bsc guide wire. The lesion was then treated with pre-dilatation and placement of a 3.00x20mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In march 2015, the patient presented due to chest pain with nausea and subsequently was diagnosed with unstable angina. Two days from the onset of symptoms, coronary angiography was performed and revealed widely patent 2.75 x 24mm promus element stent in proximal lcx, 50% isr of the previously placed 3.00x20mm promus element¿ plus stent in lmca and 80%-90% isr of the previously placed 2.50x38mm and 2.75x20mm promus element¿ plus stents in proximal to mid lad. In september 2015, the lmca was treated with balloon angioplasty using a 3.50x6.00mm non-bsc balloon catheter, resulting in 20% residual stenosis. In addition, the proximal and mid lad was treated with balloon angioplasty using a 3.00x15.00mm non-bsc balloon catheter, resulting in 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.